Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epidural anaesthesia, ovarian cyst, abdominal pain, diarrhea, weight gain and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormmaml bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Patient recieved treatment for: pain, bleeding, bladder/urinary problem. Discrepancy noted in essure insertion dates : (B)(6) 2014. Left: 2-3 coils, right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: obstructed appearing fallopi.an tubes by fluoroscopic hysterosalpingogram.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter information, dob, medical history, treatment drug, rcc added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epidural anaesthesia, ovarian cyst, abdominal pain, diarrhea, weight gain and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Patient received treatment for: pain, bleeding, bladder/urinary problem. Discrepancy noted in essure insertion dates : (B)(6) 2014 and (B)(6) 2014. Left: 2-3 coils, right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: obstructed appearing fallopian tubes by fluoroscopic hysterosalpingogram.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Patient received treatment for: pain, bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received. Event injury was updated to pelvic pain. Events added: bleeding, psych injury, bladder/urinary problem. Event outcome were added to recovered/ resolved for : pain, bleeding, bladder/ urinary problem. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.